Manufacturer narrative:
H4: the lot was manufactured between july 5, 2023 and july 7, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The expected therapy time was 46 hours, however 24 hours after the initial infusion, only 32 ml of the fluid was infused instead of the expected 120 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.